Event description:
Customer reported that her transmitter does not blink when connected to the sensor. Troubleshooting advised the customer to switch to a new sensor. Customer also stated her blood glucose was 45 mg/dl. The customer also stated she can function with low blood glucose. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.